Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by medical staff that the patient experienced batteries power switching on the controller from power port 1 to power port 2, the charge was over 25% capacity. No alarms were triggered. Log files are not available, the patient was at home. The battery was replaced with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
It was reported that the battery (B)(4) participated in premature power switching events. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the unit passed visual inspection but failed functional testing due to an abnormally high max error and erroneous cycle count. These findings are not related to the reported event. The abnormally high max error and erroneous cycle count is most likely due to a communication error between the controller and battery. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving the returned battery. Additionally, log files also revealed several critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. The critical battery alarms are not related to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate the communication error between the controller and battery and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.